Manufacturer narrative:
Device problem already known, no evaluation necessary. Customer reported loose internal connections.

Event description:
User facility report was received from risk management at (B)(6) medical center, (B)(6), that reported the following event description: the machine began alarming. The respiratory therapist that was present said the machine showed a watchdog error. The patient had difficulty breathing and her oxygen saturation dropped. The therapist then switched the patient to a non-rebreather mask and exchanged the bilevel positive airway pressure (bipap) machine. No patient harm. The machine was checked by the hospital bio-med department and one or more loose connections within the unit were found and repaired. Completer preventative maintenance was done after the repair and the machine was returned to service.